Event description:
It was reported that the first day after coronary artery bypass graft-decompression, low cardiac output syndrome. The md used the left femoral artery to insert the spring wire guide (swg), the dilator. The md then attempted to insert the intra-aortic balloon (iab) through the sheath. The balloon was inserted to about 25 cm and then strong resistance was encountered. The md made attempts to rotate the balloon and carefully force through the resistance. As this was not successful, the balloon was withdrawn. The md stated that the balloon had been ruptured in the area of its "bulb." As a result, the balloon was recognized as broken out and removed out of usage. The dilator was inserted via swg. The swg was withdrawn and it turned out to be slightly bent at 10 cm of distal end. It was removed out of usage as broken one. Then next attempt took place with "datascope" set. It was completed successfully. "We did not experience more problems with this patient. In our opinion, the problem was caused by too flexible guide. Second guide (datascope) was inserted via the same access. Additionally, we think that there was felt too much resistance when introducing the balloon over the guide. We tested that theory on the table, out off the patient. Another observation: although we deflated the balloon through the valve, the balloon expanded too easily. When it was folded too loose, its resistance against the vessel was higher."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.